Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), headache ("headaches"), pain in extremity ("leg pain"), pyrexia ("low grade fevers"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), feeling abnormal ("brain fog"), alopecia ("hair loss") and pain ("chronic all-over body pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, headache, pain in extremity, pyrexia, dyspareunia, fatigue, feeling abnormal, alopecia and pain outcome was unknown. The reporter considered alopecia, arthralgia, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, pain, pain in extremity, pelvic pain and pyrexia to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("it also broke in half so half of it was taken out of the abdomen") and genital haemorrhage ("clotting/abnormal bleeding(general)") in a female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, seasonal allergy, vaginal burning sensation and bloating. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) and norethisterone acetate (aygestin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse"). In (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes or skin conditions type: rashes"), vaginal discharge ("vaginal discharge") and pruritus ("itching"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines") and visual impairment ("vision/eye problems"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and nervous system disorder ("neurological conditions or problems- type"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), arthralgia ("joint pain/ hips"), pain in extremity ("leg pain/hands and arms"), pyrexia ("low grade fevers"), feeling abnormal ("brain fog"), pain ("chronic all-over body pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, pain in extremity, migraine, vaginal discharge, visual impairment, pruritus and back pain had resolved and the device breakage, genital haemorrhage, headache, pyrexia, dyspareunia, fatigue, feeling abnormal, alopecia, pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, hormone level abnormal, urinary tract infection, rash, nervous system disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, pain, pain in extremity, pelvic pain, pruritus, pyrexia, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Right side inserted with 3 coils seen left side inserted with 5 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: result: specimen source: left fallopian tube- with essure coil; right fallopian tube with essure coil; partial essure coil lett fallopian tube. Clinical information: pelvic pain. Diagnosis: fallopian tube, left , partial excision: complete cross sections identified. Fallopian tube, right, partial excision; complete cross sections identified.. No tissue and / or material in the container. Ultrasound scan - on (B)(6) 2015: result: showed proper placement of device. Ultrasound scan vagina - on (B)(6) 2016: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, back pain,vaginal discharge,pruritus,headache and pyrexia. Most recent follow-up information incorporated above includes: on 4-feb-2019: fu 1(pfs) and fu2(mr) processed together.pfs received with her demographic details were updated. Lawyer information added. Essure lot number added. Product indication updated. Aka name added. Following events were added: abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes, dysmenorrhea (cramping), hormonal changes, infection (bladder/ urinary tract/vaginal) type: urinary tract, migraines, rashes or skin conditions type: rashes, vaginal discharge, vision/eye problems, neurological conditions or problems- type, itching, nickel allergy, back pain and it also broke in half so half of it was taken out of the abdomen. Event clubbed: pain during intercourse/dyspareunia (painful sexual intercourse, clotting/abnormal bleeding(general) and joint pain/ hips. Event severity added for: chronic pelvic pain, leg pain/hands and arms, joint pain/ hips and back pain. Event clubbed and llt updated: leg pain/hands and arms. Event outcome added for: chronic pelvic pain, leg pain/hands and arms, joint pain/ hips, back pain, vaginal discharge, itching, migraines and vision/eye problems. Concomitant medications were added. Lab data added. On 5-feb-2019: fu 1(pfs) and fu2(mr) processed together. Mr received. Other hcp added. Medical history added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("it also broke in half so half of it was taken out of the abdomen") and genital haemorrhage ("clotting/abnormal bleeding(general)") in an adult female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, seasonal allergy, vaginal burning sensation and bloating. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) and norethisterone acetate (aygestin). On (B)(6) 2015, the patient had essure inserted. In september 2015, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse"). In october 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes or skin conditions type: rashes"), vaginal discharge ("vaginal discharge") and pruritus ("itching"). In november 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines") and visual impairment ("vision/eye problems"). In december 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and nervous system disorder ("neurological conditions or problems- type"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), arthralgia ("joint pain/ hips"), pain in extremity ("leg pain/hands and arms"), pyrexia ("low grade fevers"), feeling abnormal ("brain fog"), pain ("chronic all-over body pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, pain in extremity, migraine, vaginal discharge, visual impairment, pruritus and back pain had resolved and the device breakage, genital haemorrhage, headache, pyrexia, dyspareunia, fatigue, feeling abnormal, alopecia, pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, hormone level abnormal, urinary tract infection, rash, nervous system disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, pain, pain in extremity, pelvic pain, pruritus, pyrexia, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Right side inserted with 3 coils seen left side inserted with 5 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 07-mar-2017: result: specimen source: a. Left fallopian tube- with essure coil. B. Right fallopian tube with essure coil. C 'partial essure coil lett fallopian tube clinical information: pelvic pain. Diagnosis: a) fallopian tube, left , partial excision: -complete cross sections identified. B) fallopian tube, right, partial excision; - complete cross sections identified.. C) no tissue and / or material in the container.. Ultrasound scan - on 12-oct-2015: result: showed proper placement of device.. Ultrasound scan vagina - on 14-mar-2016: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, back pain,vaginal discharge,pruritus,headache and pyrexia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('it also broke in half so half of it was taken out of the abdomen') and genital haemorrhage ('clotting/abnormal bleeding(general)') in an adult female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, seasonal allergy, vaginal burning sensation and bloating. Concomitant products included ibuprofen for dysmenorrhea as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) and norethisterone acetate (aygestin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse"), mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes or skin conditions type: rashes / rashes on arms, lower abdomen"), vaginal discharge ("vaginal discharge") and pruritus ("itching"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines") and visual impairment ("vision/eye problems"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and nervous system disorder ("neurological conditions or problems- type"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), arthralgia ("joint pain/ hips"), pain in extremity ("leg pain/hands and arms"), pyrexia ("low grade fevers"), feeling abnormal ("brain fog"), pain ("chronic all-over body pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy / nickel jewelry ") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, hydrocortisone, naproxen, vitamin d nos (vitamin d) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, pain in extremity, fatigue, alopecia, dysmenorrhoea, urinary tract infection, migraine, rash, vaginal discharge, visual impairment, pruritus and back pain had resolved and the device breakage, headache, pyrexia, dyspareunia, feeling abnormal, pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, hormone level abnormal, nervous system disorder, allergy to metals, mood swings and hot flush outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nervous system disorder, pain, pain in extremity, pelvic pain, pruritus, pyrexia, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Right side inserted with 3 coils seen left side inserted with 5 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal obstruction, due to essure birth control device placement. Pathology test - on (B)(6) 2017: result: specimen source: a. Left fallopian tube- with essure coil. B. Right fallopian tube with essure coil. C 'partial essure coil lett fallopian tube. Clinical information: pelvic pain. Diagnosis: a) fallopian tube, left , partial excision: -complete cross sections identified. B) fallopian tube, right, partial excision; - complete cross sections identified.. C) no tissue and / or material in the container.. Ultrasound scan - on (B)(6) 2015: result: showed proper placement of device. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, back pain,vaginal discharge,pruritus,headache and pyrexia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: fu 4 and 5 processed together. Pfs received: events: mood swings, hot flashes were added. Event outcome, event onset date were added. On 25-nov-2019: fu 4 and 5 processed together. Medical records received: lab data and reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.